Event description:
It was reported that the shaft of a 2.75x16mm promus premier¿ drug eluting stent broke.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).